Event description:
My daughter took delivery of a new permobil f5 power wheelchair in (B)(6) 2024. During the delivery and fitting of her supplemental equipment, (kinova robotic arm, movis hand warmers, etc.) The chair had several power issues where it would not turn on, or suddenly power off. These power issues were not adequately addressed by the dme or the chair manufacturer and are ongoing. The power issues have gotten progressively worse to where now when it powers off, if cannot be restarted for several (5-20) minutes. This presents a safety concern because if it were to happen while crossing the street or in some other critical area the chair is left immobilized. Additionally, when the chair powers off, in addition to being immobile, my daughter cannot communicate because she looses the interface to her communication devices.